Event description:
It was reported that during a lap hysterectomy procedure, three devices would not work. Troubleshooting was done and an instrument error was received. The fourth device was used to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: devices a and d were received in good condition with no visible damage. The hand-activation contacts were in good condition and the buttons functioned properly. They were tested and no error codes received. Upon further testing, there was a switch failure due to intermittent contact between the hand piece and instrument. Device b was returned with the blade scratched and cracked. Due to the damage, it was confirmed that the device was non-functional. The device was tested and a solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch history records were reviewed with no anomalies noted.